Event description:
During a crrt treatment, a cartridge blood leak occurred. Facility nurse did not recall date of event, stating it happened a few months ago. Amount of blood loss was not reported. No medical intervention was required.

Manufacturer narrative:
Additional information as to the lot number or location of the leak on the cartridge was not supplied. The device was not returned; therefore, the exact cause of the reported issue cannot be determined and no further investigation is possible.